Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6) displayed user advisory (ua) 02 (compression tracking error) error message" was confirmed based on the archive data review, but not during the functional testing. No device malfunction was observed during the testing and the platform performed as intended. The probable root cause of the issue was due to the weight applied for verifying the functionality of autopulse was not enough during take-up. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed the occurrence of the user advisory (ua) 02 error message on the reported complaint date. The archive data revealed the take-up target and the max load sum exceeded 42 lbs. This typically occurs if the weight applied for verifying the functionality of autopulse was not enough during take-up. The load cell characterization test confirmed both load cell modules are functioning within the specification. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) error message" was confirmed based on the archive data review, but not during the functional testing. No device malfunction was observed during the testing and the platform performed as intended. The probable root cause of the issue was due to the patient or lifeband is out of position, or if the lifeband is opened during active operation. The autopulse platform passed the initial functional testing without any fault or error. The archive data review showed the occurrence of the user advisory (ua) 02 error message on the reported complaint date. The archive data revealed the take-up target and the max load sum exceeded 42 lbs. This typically occurs if the size of the patient/object is too small and light in weight during the take-up. The load cell characterization test confirmed both load cell modules are functioning within the specification. User advisory is a clearable error message, user advisory (ua) 02 error message is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 02 (compression tracking error) message. User advisory could not be cleared by the user. No patient involvement.